Event description:
It was reported that 12 hours after moving to the ICU, the patient contacted the nurse about burning smell emitting from the cardiosave intra-aortic balloon pump (iabp). When the nurse checked the iabp unit, the nurse observed that the screen did not start up at all when at the start-up screen and contacted me. Additionally, me confirmed the same issue and unsuccessfully attempted to power the unit on and off, but the unit would not turn on. After the battery was taken out of the unit, it was switched to a cs300 iabp unit. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate. Repairs are ongoing and a supplemental report will be submitted if additional information is provided. (B)(6).

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate. The fse checked the alarm daughter board at the getinge local service center and confirmed normal functioning. The fse resolved the issue by replacing the solenoid control board, backplane board and power management board. After the replacement of the aforementioned, system functional checks and running tests were performed with no issue. A supplemental report will be submitted if additional information is provided and upon completion of our investigation.

Manufacturer narrative:
Three defective parts was returned to the getinge national repair center (nrc) and inspected by a technician. The inspection of the pcb, solenoid control board was completed per procedure and standards. Visual damage was observed to capacitor c11 which was shorted and burnt. The inspection of the pcb, power management board was completed per procedure and standards, with no visual damage observed. The nrc was not able to install and test the solenoid control board due to the shorting of capacitor c11. The nrc installed the power management board into the cardiosave test fixture and tested the board to factory specifications per procedure, as well as, the cardiosave service manual, and verified the failure of the cardiosave not shutting down when the on off button was pressed. The board failed testing. The pcb, backplane,rohs was installed into the cardiosave test fixture and tested to factory specifications per procedure and the cardiosave service manual. No trouble was found. The board passed testing. In summary, the shorting of capacitor c11 on the solenoid control board, compromised the power management board, resulting in a failure on the power management board which in turn, prevented the cardiosave from shutting down when the on off button was pressed. The shorting of capacitor c11 was also the cause of the burnt odor that the customer experienced. The boards were sent to their respective suppliers for failure analysis per procedure.

Event description:
It was reported that 12 hours after moving to the ICU, the patient contacted the nurse about burning smell emitting from the cardiosave intra-aortic balloon pump (iabp). When the nurse checked the iabp unit, the nurse observed that the screen did not start up at all when at the start-up screen and contacted the medical engineer (me). Additionally, me confirmed the same issue and unsuccessfully attempted to power the unit on and off, but the unit would not turn on. After the battery was taken out of the unit, it was switched to a cs300 iabp unit as to continue patient therapy. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the unit and was able to reproduce the reported issue, in which was resolved by replacing the solenoid control board, backplane board and power management board. A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
Additional fields: e1(event site postal code: (B)(6) ). It was reported that the cardiosave intra-aortic balloon pump (iabp) had burning smell and screen and did not stand up at all and confirmed the same symptoms in the me and tried to turn the power off and on, but they could not turn it off. So I removed the battery and turned it off. After that, it was replaced with cs300. It took 15 minutes to replace it, and it was in a stopped state during that time. There was an patient involvement and no patient harm reported. A getinge field service engineer fse was dispatched to the site to evaluate the unit. The fse evaluated the unit and was able to reproduce the reported malfunction. The fse replaced the solenoid control board, backplane board (0670-00-1163) and power management board (0670-00-1162), (670-00-1159) - motor control board. The defective components were received for further investigation. Please refer to the root cause evaluation field for details. The nrc received the pcb,power management, rohs part number 0670-00-1162 serial number (B)(6) from the supplier.the supplier verified the failure of the unit not shutting down and found components q31, q33, and q35 defective.retaining the board in the nrc per procedure number 0002-07-d008 rev. Aj. The nrc received the pcb, backplane part number 0670-00-1163 serial number (B)(6) from the supplier. The supplier could not verify the failure of the unit shutting down. The board passed testing.retaining the board in the nrc per procedure number 0002-07-d008 rev.aj. Cf-16-may-2023- the new supplier escatec, will no longer accept swemco boards back for failure analysis. Further failure analysis is not possible. The boards will be scrapped per procedure number 0002-07-d008 rev.al. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is determined.

Manufacturer narrative:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had burning smell and screen and did not stand up at all and confirmed the same symptoms in the me and tried to turn the power off and on, but they could not turn it off. So I removed the battery and turned it off. After that, it was replaced with cs300. It took 15 minutes to replace it, and it was in a stopped state during that time. There was an patient involvement and no patient harm reported. A getinge field service engineer fse was dispatched to the site to evaluate the unit. The fse evaluated the unit and was able to reproduce the reported malfunction. The fse replaced the solenoid control board, backplane board (0670-00-1163) and power management board (0670-00-1162), (670-00-1159) - motor control board. The defective components were received for further investigation. Three boards were sent back on this complaint. Inspection of the pcb, solenoid control,rohs part number 0670-00-1161 serial number (B)(6) was completed per procedure number 0002-07-d014 revision h and to the ipc-a-610 standard revision h with visual damage observed to capacitor c11 which was shorted and burnt.inspection of the boards pcb,power management,rohs part number 0670-00-1162 serial number (B)(6), pcb backplane,rohs part number 0670-00-1163 serial number (B)(6) was completed per procedure number 0002-07-d014 revision h and to the ipc-a-610 standard revision h with no visual damage observed. The nrc was not able to install and test the pcb,solenoid control,rohs part number 0670-00-1161,serial number (B)(6) due to the shorting of capacitor c11. Retaining the board in the nrc per procedure number 0002-07-d008 rev.aj.the nrc installed the pcb, power management ,rohs 0670-00-1162 serial number (B)(6) into the cardiosave test fixture serial number (B)(6) and tested the board to factory specifications per procedure number 0002-07-d016 revision c and the cardiosave service manual part number 0070-00-0639 revision n and verified the failure of the cardiosave not shutting down when the on off button was pressed.the board failed testing. The pcb, backplane,rohs part number 0670-00-1163 serial number (B)(6) was installed into the cardiosave test fixture serial number (B)(6) and tested to factory specifications per procedure number 0002-07-d016 revision c and the cardiosave service manual part number 0070-00-0639 revision n. No trouble was found. The board passed testing. In summary the shorting of capacitor c11 on the solenoid control board, compromised the power management board, resulting in a failure on the power management board which in turn prevented the cardiosave from shutting down when the on off button was pressed. The shorting of capacitor c11 was also the cause of the burnt odor that the customer experienced. Sending the boards to their respective suppliers for failure analysis per procedure number 0002-07-d008 revision ag.the following investigation was performed by (B)(4), technician of the maquet national repair center (nrc) (B)(6): 08/05/2022. The nrc received the pcb,power management, rohs part number 0670-00-1162 serial number (B)(6)_swemco from the supplier. The supplier verified the failure of the unit not shutting down and found components q31, q33, and q35 defective. Retaining the board in the nrc per procedure number 0002-07-d008 rev. Aj. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to define. The following investigation was performed by (B)(4), technician of the maquet national repair center (nrc) (B)(6): (B)(4) 09/06/2022. The nrc received the pcb, backplane part number 0670-00-1163 serial number (B)(6) from the supplier. The supplier could not verify the failure of the unit shutting down. The board passed testing. Retaining the board in the nrc per procedure number 0002-07-d008 rev.aj. Cf-16-may-2023- the new supplier escatec, will no longer accept swemco boards back for failure analysis. Further failure analysis is not possible. The boards will be scrapped per procedure number 0002-07-d008 rev.al. The non-conformances with the returned components were not confirmed. However, the root cause or the most probable root cause is not confirmed.

Event description:
N/a.